Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external crc flash error. Customer's blood glucose at time of incident was 411 mg/dl. Customer was treated with pump. Customer was assisted in rewind process. Customer stated that the alarm occurred 3 times. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. Unable to verify the external flash crc error alarm, check settings alarm or perform the functional testing due to the blank display anomaly. The pump had a cracked case at the display window corners, and minor scratches on the display window.